Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture of the device. Later, healthcare professional reported "capsular contracture baker grade 4". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Later, healthcare professional reported "capsular contracture bake grade 4". The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of the device. This record is for the right side. The device remains implanted. Explant surgery is not yet scheduled, and it is unknown if the explanted device will be returned.